Event description:
It was reported that after one (1) bd vacutainer® k2 edta (k2e) plus blood collection tube was filled, blood was leaking from the cap, requiring recollection. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation. The evaluation did not confirm the reported defect, as one of the two photos was a sketch of a tube and the other photo was of the label information. Additionally, a total of 100 retained samples were visually examined, and no damage that could cause leakage was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: damaged. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that after one (1) bd vacutainer® k2 edta (k2e) plus blood collection tube was filled, blood was leaking from the cap, requiring recollection. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D3. Common device name: tubes, vials, systems, serum separators, blood collection. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k213670;k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.